Event description:
Clinical study it was reported that 119 days after a coronary artery drug eluting stenting procedure the pt had a target vessel reintervention for distal edge restenosis. The target lesion being treated in the index procedure was a 3.25 mm,99% stenosed region of the mid right coronary artery (mid rca). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.50 x 20mm drug eluting stent without complication. The pt was discharged the next day on plavix and aspirin. 119 days after the procedure the pt had a reintervention of the target vessel for a distal edge restenosis of the vessel. A johnson and johnson cypher stent was placed in the target vessel. The pt was discharged the next day.

Event description:
It was further reported target lesion 1 was 16mm long, with 10% residual stenosis post procedure. The pt tolerated the procedure. The pt presented 7 months after the procedure, with chest pain, dyspnea, episodic lightheadedness and chest pressure. ECG revealed no acute st changes. Initial cardiac markers were negative. The pt was started on lovenox and topical nitrates. Cardiac catheterization 2 days later, revealed rca 30% proximal stenosis within the stented segment, 80% mid stenosis at the site of a previously placed stent, svg to lad patent, svg to 1st obtuse marginal minor luminal irregularities, svg to rca occluded, 100% stenosis at the proximal anastomosis, svg to r-pda patent. 255 days post arrive 2 enrollment, the mid rca was treated with predilatation and placement of a 3.5 x 18mm cypher stent. Residual stenosis was 0-10%. The pt was discharged the next day on plavix and aspirin. In the opinion of the dr, the relationship of the target vessel reintervention to the taxus stent is unk.